Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. No other product involved regarding the suggested event was reported. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the evis exera ii bronchovideoscope exhibited coating peeling on the insertion tube. There was no patient involved.

Event description:
The customer reported to olympus, the bronchovideoscope cap was left on during gas sterilizing, and the black rubberized covering at the distal tip has been stripped. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections. The device was last used for a procedure on (B)(6) 2023. The device was last reprocessed on (B)(6) 2023, with sample collection performed immediately after reprocessing. Sample collection dates were (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 with all results indicating no growth. The instrument was packaged and gas sterilized. On (B)(6) 2023, the sterile container was opened and found the instrument damaged due to the waterproof cap being left in place. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.